Event description:
The customer received questionable results for creatinine plus ver.2 (crea-e) on four patient samples; one on (B)(6) 2013, and three on (B)(6) 2013. It was determined that all four patients had erroneous results that were reported outside of the laboratory. All results are in mg/dl. Patient (B)(6), run on (B)(6) 2013, had an initial crea-e result of 1.6, which was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated on another cobas c6000 c501 instrument. The repeat result was 1.1 and was deemed to be correct by the customer. A corrected report was issued. There was no adverse event. Patient (B)(6), run on (B)(6) 2013, had an initial crea-e result of 1.7, which was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated on another cobas c6000 c501 instrument. The repeat result was 1.0 and was deemed to be correct by the customer. A corrected report was issued. There was no adverse event. Patient (B)(6), run on (B)(6) 2012, had an initial crea-e result of 1.8, which was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated on another cobas c6000 c501 instrument. The repeat result was 1.0 and was deemed to be correct by the customer. A corrected report was issued. There was no adverse event. Patient (B)(6), run on (B)(6) 2013, had an initial crea-e result of 1.6, which was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated on another cobas c6000 c501 instrument. The repeat result was 1.0 and was deemed to be correct by the customer. A corrected report was issued. There was no adverse event. The lot number of crea-e reagent in use was 69071001, with an expiration date of 07/31/2014. The field service representative could not determine a specific cause and could not replicate the issue. He performed multiple troubleshooting items. He also performed precision testing on a patient sample and a serum pool; the results of both tests were within specification. The customer performed calibration and qc; the results of which were within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause with the data that was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.